Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was scratched and cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017 - device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during investigation, the pump was returned and powered up to a dim/orange display. The display was found to have multiple scratches; however, the original allegation of a cracked display was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.